Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as cellulitis. The patient had pain, bleeding, and a rash. For treatment, the patient was prescribed antibiotics and a topical cream to use for 10 days. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged on same day.